Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. On (B)(6) 2021, the physician elected to reposition the rv lead. The patient condition was stable